Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (25 mg/ml at 8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that her pump had never helped with her pain and lately her pain had increased. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A rotor study and dye study were done to test the system. The rotor study was okay, but the catheter would not aspirate so the dye study could not be completed. The patient was referred for replacement of the catheter and pump. The pump would be replaced because it was nearing eos (end of service). The surgery was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.